Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a connection issue, and that the image did not display properly, showing stripes, involving an olympus rigid video laparoscope. There were no reports of patient injury.